Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a plum a+ infusion pump where it was reported the pump stops during infusion. There is unknown patient involvement and unknown patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 2/12/2025. The logs provided do not show infusion events other than the infusion logged on (B)(6) 2024, where the pump infused simultaneously online a and line b where both line completed normally. Engineering observes seven (7) instances where the pump raised a replace_battery alarm and one instance on (B)(6) 2024, where the pump raised a depleted_battery alarm and 3 minutes later, the pump was powered off. There is one instance of n250 door opened while pumping on (B)(6) 2024 which suggests there was an infusion started that was not logged in the event log file. The operational effect of a n250 alarm is that it stops infusion delivery. The clear condition for n250 is to close the cassette door with cassette inserted. The battery was replaced and the softkey pressed. The pump then passed all performance verification tests (pvt). The probable cause for the complaint is a defective battery.